Event description:
It was reported that during a breast biopsy procedure, as they attempted to insert the marker, the end snapped off. They changed to a second marker and the indicator light turned blue but there was not a clip in the biopsy site. The physician decided not to deploy a marker.

Manufacturer narrative:
(B) (4). (B) (4). Damaged introducer tube. Evaluation summary: the analysis results confirmed that one c1540 instrument was received with the introducer tube broken. Functionality could not be performed on the returned device due to the condition of the returned instrument. While no conclusion could be reached as to how this damage had occurred, we have documented the reported circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.